Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a pt presented with toxic anterior segment syndrome (tass) at the one day postoperative visit. Additional info has been requested.